Manufacturer narrative:
Without the benefit of evaluation and testing results, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, during a urinary catheter a first catheterization, catheter could not be placed because of the impossibility of remove the stylet. A second attempt to implant a catheter is carried out with another catheter same lot. This also failed, the stylet had to be forcibly removed. This second catheter was finally implemented successfully without stylet. No clinical consequences were reported. However this incident has caused an increase in time of the intervention: 1 hour instead of 15 minutes. An infectious risk existed at that.